Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-jun-2018 through aware date (B)(6)-2019. There were no other similar events reported during the search period. The cardiac troponin I st aia-pack ctnl 2nd gen analyte application manual states the following: evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. The aia-900 operator's manual under section 11 - maintenance states the following: this section describes periodic maintenance which must be carried out by the user in order to keep the aia-900 in good condition. The most probable cause of the reported event was due to biological contamination.

Event description:
A customer reported out of range high quality controls (qc) on cardiac troponin I (ctnl 2) with the aia-900 analyzer. The customer reported failing their last college of american pathologist (cap) proficiency testing and stopped running patient results for ctnl 2. The customer reported having issues with other analytes as well, but does not have qc values. The technical support specialist (tss) advised the customer to perform decontamination and recalibrate all analytes. The customer reported that after performing decontamination of the aia-900 analyzer and recalibrating ctnl 2 was within acceptable range as well as other analytes. No further action was required by tosoh. There is no indication of any adverse health consequences or change in treatment as a result of this event.